Event description:
It was reported that the crosslink setscrew broke at the first thread near the conical tip during tightening. The setscrew could not be removed and the surgeon had to drill out the setscrew to remove the crosslink. Surgery time was extended approximately 30 mins. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.